Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during drilling of first trajectory burr hole, at (B)(6) medical center, the drill bit broke. The 2.45 mm drill bit from ad tech was being used, along with the 2.45mm drill guide adaptor. The 2.5m drill guide was exchanged and a new drill bit opened to be used. There was no patient impact and the case resumed without further issue.

Manufacturer narrative:
It was reported that during drilling of first trajectory burr hole, the drill bit broke. The 2.45 mm drill bit from ad tech was being used, along with the 2.45mm drill guide adaptor. Device was returned at manufacturing site on 14-jun-2021 and was inspected. The drill bit stuck in the drill adaptor prevents any inspection of the adaptor. However, this type of issue was already reported and investigated through our design inquiry management process. Those design inquiries lead to a design change of the drill adaptors that was not implemented yet on the field.

Event description:
It was reported that during drilling of first trajectory burr hole, at (B)(6) medical center, the drill bit broke. The 2.45 mm drill bit from ad tech was being used, along with the 2.45mm drill guide adaptor. The 2.5m drill guide was exchanged and a new drill bit opened to be used. There was no patient impact and the case resumed without further issue.